Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a pump stop occurred, and log files were submitted for review. The log files captured 1 no external power and 4 clusters of power cable disconnect alarms because of the patient disconnecting both power leads. The emergency backup battery was used to support function during the no external power event. The pump stopped occurred after a driveline disconnect alarm on (B)(6) 2026 in which the pump stopped from 3:40:43 pm to 3:41:23 pm.